Event description:
It was reported that during a lap sigmoid procedure, did not staple at all. Took new instrument to complete the case. No further information is available. There were no adverse consequences to the patient.